Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07119. The pt received three leads, and two have the same lot number. It was reported the scs system was explanted. Follow up identified the explant was performed because the stimulation no longer helped the pt.